Event description:
It was reported that catheter entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However after inflation, the non-bsc guide wire became stuck inside the balloon and could not be pushed or pulled back at all. Both guide wire and balloon were then removed together from the patient's body. The physician tried to remove the wire from the balloon outside the patient's body but it was very difficult. After it was successfully removed, the physician used a new guide wire and a 3.00mm x 15mm nc emerge balloon catheter; however, the two devices also became stuck. Both devices were removed together. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was good.